Event description:
Caller states the patient tested 3.1 inr and 2.3 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Received user-facilities report via FDA event desc: during a surgical procedure of patient's upper arm, when attention was turned to fixation of the triceps, a drill bit was used to create holes in the olecranon for re-attachment of the triceps. During this time, it was noted that 1 of the drill bits broke. This was confirmed with the c-arm (x-ray image intensifier). The drill was noted to have emerged on the radial side of the olecranon and it was identified with the c-arm and removed with a hemostat.